Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while the device was being inserted in an inguinal hernia laparoscopic procedure, for the first device, the scope wouldn't advance. They then opened up a second device and the seal would leak and the balloon would not inflate, also the valve seal for the second device disengaged. A third device was used to complete the procedure. There was no patient injury.